Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt did not pass an ECG fall-off test for ECG "b". This failure was due to a broken solder connection connecting j7 to ECG "b". The root cause for the damaged cable was physical abuse. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor reported that a patient was receiving adjust belt messages.